Event description:
The customer reported that the ready for use indicator showed a red "x" and the screen wouldn't display anything.

Manufacturer narrative:
(B)(4). The customer reported that the ready for use indicator showed a red "x" and the screen wouldn't display anything. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.